Event description:
The service report shows the audio alarm volume was not adequate. The nellcor puritan-bennett customer support engineer (npb cse) verified this problem. The npb cse reported that the volume control had been damaged by the customer, allowing the knob to turn without increasing volume of the alarm. The npb cse reattached the knob. The unit passed extended self testing after readjusting the alarm volume potentiometer knob. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.